Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping. When the ICD was checked, the battery appeared to be depleting more quickly than expected. Data analysis confirmed that the battery behavior is indicative of a battery voltage too low for the projected remaining capacity. Device replacement was recommended. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.